Event description:
Pt underwent a radical resection of osteosarcoma proximal tibia, endoprosthetic replacement of rotating hinge knee, gastrocnemius flaps and open skin graft of the right le in 1998. Pt presented to hosp in 2004 complaining of right knee pain.